Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested assistance with a factory reset of the ilet system after experiencing a month of both low and high glucose values and expressed concern that the pump did not adapt to their routine when it was started. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included user-reported glucose variability without medical intervention or hospitalization. Investigation included troubleshooting and user education, and the user was advised to obtain approval from a healthcare provider or trainer before proceeding with a factory reset. Investigation of this case revealed no alerts or alarms and no confirmed device malfunction, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.